Event description:
The manufacturer received information alleging a trilogy evo, korea device's battery is not charging. There was no harm or injury reported. The device was not in patient use. The trilogy evo, korea ventilator was returned to the manufacturer's service center for evaluation and the customer¿s complaint was confirmed. Upon review of the device's event log, evt_internal_batt_not_detected, and ventilator inoperative evt_motor_shutdown, and evt_tpy_held_in_bm errors were discovered. The device's internal battery was s replaced to address the evt_internal_batt_not_detected and the machine flow sensor was replaced to address the evt_motor_shutdown, and evt_tpy_held_in_bm ventilator inoperative issues. Additionally, the device's blower motor was replaced to address evt_mcl_foc_shutdown and evt_motor_flux_magnitude_runtime errors discovered in the event log. The in-line filter. Prox was replaced due to being clogged with dust. It was recommended to protect trilogy evo and the patient's respiratory tract from dust and particulate matter, perform external cleaning and disinfection weekly or as needed and use the inlet foam filter and particulate filter. The muffler assembly and air inlet foam filter were replaced for four-year preventive maintenance. The unit passed final test.